Manufacturer narrative:
Batch review performed on 21 august 2019: lot: 090897: (B)(4) items manufactured and released on 13-may-2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: double mobility liner and head exchange performed 10 years after implantation. According to the report, these components where changed due to leg length difference. This may be the consequence of standard polyethylene wear that is commonly seen and described in literature but also of changes in contralateral hip status that cannot be assessed on the radiographic image provided. The reason of this event cannot be determined.

Event description:
The patient came in, 9 years and 10 months after primary surgery, complaining of instability due to a leg length discrepancy. The surgeon revised the medacta liner and the competitor's head. Medacta cup and competitor's stem are still implanted. The surgery was completed successfully.